Event description:
It was reported that the event occurred in the intensive care unit (ICU). While in the operating room, the md inserted the catheter via vena subclavian with success. When the pt was in the ICU, the central venous catheter (cvc) twisted at the juncture hub and got kinked. As a result, the catheter was removed and a new cvc kit was inserted and used with success. No medical/surgical intervention was required. There was no report of pt death, complications or injury. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.